Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the compressor is noisy. As stated on the repair statement additional malfunctions on this device: power switch has no alarm and pilot valve shuts down.